Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6 imdrf impact code f2303 captures the reportable event of medication required. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization. Imdrf impact code f2203 captures the reportable event of imaging required. Imdrf patient code e230101 captures the reportable event of fever. Imdrf patient code e2114 captures the reportable event of perforation.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the colon for colorectal cancer during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2023. During the procedure, a mantis clip was used to close a 3 cm area near the rectum in the mucosa muscle layer. Post-procedure the patient started to feel feverish, and a CT scan showed what appeared to be an air leak. It was suspected that a perforation may have occurred. Antibiotics were prescribed and temporary hospital discharge. The patient's condition was monitored. The patient is stable. The physicians assessment states that it may have been due to straining because it was rectal and close to the anus.